Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device is not available.

Event description:
Attempted to implanted the t2 nail, the most distal lateral stop screw was out from the screw hole, so it could not be used. Due to the most distal screw fixing, interference between the drill and the nail was felt during use of the drill. After implanting the screw, it confirmed with the image and it was out of the screw hole. Attempted to implant the drilling again with a drill or k wire (3 mm), but it was also out of the screw hole. Then second distal screw was implanted at the proper position and complete the procedure.